Event description:
The hospital reported that they have experienced an on-going problem with the microcuff endotracheal tube. Specifically, the hospital reported that "the tube softens when in use and bends in the back of the throat pulling the cuff to or partially through the vocal cords. Problem is noticed because it does not seal (the) airway. Have also noticed a significant amount of condensation in the cuff and pilot balloon." There was no report of patient injury. No additional details were provided about this incident. The exact date of this event is not known as the hospital reported five incidents of this problem involving five endotracheal tubes of the size reported. This is the fifth of five MDR filings to reflect the involvement of five patients. There are no details provided about any of the patients involved. Kimberly-clark has no independent knowledge of the event reported above, but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly clark complaint database.

Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided therefore, the specific batch record could not be identified for review. An investigation on a representative product of this size will be initiated. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.